Event description:
Her husband's meter was prompting a redo check message and a "scanning" message. The medical affairs specialist mailed a letter on march 17, 2006, since the user could not be reached by telephone for further clarification. According to the reporter, the patient was obtaining redo check and "scanning' messages. The reporter did not have the meter with her at the time of the call; therefore she was unable to troubleshoot or provide any further information about the meter issues. She reported that he had symptoms of feeling tired and cranky. It would have been helpful to know how long he was unable to test, what his result was on the medical professional's meter, and what the patient's medicaltion regimen is. No troubleshooting was done on the patient's meter. This complaint is being reported, as the patient was unable to test on his meter, had symptoms, and he subsequently visited his medical professional and received medical intervention. A replacement meter has been sent.